Event description:
It was reported that when the ventilator was turned on to connect to the patient, it was not giving any breaths. The ventilator did not alarm. The patient was bagged and placed on another ventilator. No patient harm reported.